Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user perceived a painful sensation while wearing the processor and unclear hearing sensation with the device in microphone mode. The processor was removed and has not been used anymore. The painful sensation is not felt when the processor is not being worn. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. Additionally, the in-situ measurement history reveals that the ground path impedance (gpi) was increasing constantly over time. This is indicative for bone growth around the reference electrode contacts. Furthermore, the housing was covered in bone and drilling the stimulator housing was required for removal. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
The user perceived a painful sensation while wearing the processor and unclear hearing sensation with the device in microphone mode. The processor was removed and has not been used anymore. The painful sensation is not felt when the processor is not being worn. The skin flap appeared to be normal. No swelling or bruises were identified. The recipient has been re-implanted.